Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump wake button was difficult to press, pump battery was rapidly depleting and battery had to be charged more frequently. The usb port was corroded/damaged and may be cause of battery issue. There was no reported impact to customer's blood glucose. Customer declined to provide further information and declined follow up.